Manufacturer narrative:
The customer did not returned the suspected device for evaluation. Therefore, an in-house testing was performed using the in-house contour one meter with in-house contour next test strips and in-house contour next control solution from lot # 9bv2g39, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked as control tests.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.the customer did not provide the lot # or the model # of the affected contour next control solution. Therefore, no information was captured and device manufacture date could not be determined.

Event description:
The customer reported that she ran a control test on her contour next one meter and obtained a reading of 238 mg/dl. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter kit and test strips were sent to the customer.